Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited erratic right ventricular automatic threshold (rvat) test measurements. It was noted that there were suspicions of loss of capture (loc). Technical services (ts) reviewed the reports and noted that the thresholds and amplitudes were highly variable. Additionally, the shock impedance has been gradually increasing but remained within limits. Ts stated that it appeared there was loc when the amplitudes were high. Ts also noted noisy signals on the shock channel. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.